Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of atrial fibrillation (af) on the left ventricular (lv) lead. Technical services (ts) was consulted and recommended a chest x ray to confirm the lead's location. Reprogramming options were also discussed. No adverse patient effects were reported. This device system remains in service.